Event description:
The rptr opened a package of electrodes in an attempt to utilize the device for a pt described as in cardiac arrest. Reportedly, the electrodes would not connet into the device defibrillation cable electrode connectors. Use of the device was discontinued.